Event description:
Information received from the field does not address the patient's clinical status but notes that the patient came into the clinic for a pacemaker check. The device could not be interrogated and loss of capture was noted. The magnet interval was 960 ms.